Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. Philip's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the battery was replaced and the issue was resolved. The device was returned to service.

Event description:
It was reported that the unit would not operate under battery power. There was no patient involvement. The event date was not specified; estimate used.